Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the log file data provided by the account confirmed a full battery depletion events. The submitted log file contained data spanning from (B)(6) 2021 at 10:07:23 to (B)(6) 2021 at 21:32:11, per the timestamp. Throughout the log file the device operated above the low speed limit. On (B)(6) 2021 at 18:25:27 a low battery advisory alarm was captured. At 19:49:09 on (B)(6) 2021, the alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The pump remained in power save mode until the system was connected to charged batteries. A similar event was captured on (B)(6) 2021 as a low battery advisory alarm was captured at 19:24:32, which progressed into low battery hazard/no external power alarms at 21:32:11, activating the emergency backup battery (ebb). The account communicated that the patient was found deceased at home in their recliner on (B)(6) 2021 with an exhaustion of external battery power/the emergency backup battery (ebb). The patient¿s expiration was not considered to be device-related and the cause of death is unknown at this time. (B)(6) was reported to have been operating as intended and will not be returned for evaluation as it was not explanted. The heartmate ii left ventricular assist system instructions for use (rev. H) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. This document provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. The patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25sep2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased at home in recliner with controller off due to exhaustion of external battery power and internal controller battery power on (B)(6) 2021. The log continued to capture driveline faults throughout the history. In addition, the log captured multiple series of low power advisories that were due to normal battery depletion. The log file ended on (B)(6) 2021 so there was no data to be reviewed for (B)(6) 2021. Cause of death is unknown. There were no other unusual events recorded in the log file event history.